Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to incorrect detection of atrial fibrillation (af) episodes with rapid ventricular rates (rvr) as a ventricular tachycardia (vt)/ventricular fibrillation (vf) episode. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.